Event description:
New ECG leads used in nicu they are a "puppy dog" neonate lead manufactured by covidien. They do not stick, and often times read apnea. Have had to change them out with each set of cares every 3 hours just to have some ability to accurately monitor patients. They do not stick at all and slide on infant skin.